Event description:
It was reported that the ilet user experienced very high blood glucose, with a fingerstick of 576 mg/dl, after a recent supply change during which the infusion set was inserted without removing the needle guard, resulting in no insulin delivery through the cannula. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed no device problem, and a usage problem was identified consistent with the infusion set being deployed incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, with an unintended use error contributing to the event.